Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient underwent a revision procedure wherein one lead was replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that both of the leads needed to be pushed up a vertebral level and the leads were replaced due to physician's preference.

Event description:
A report was received that the patient underwent a revision procedure wherein one lead was replaced for an unknown reason.